Event description:
It was reported that a lead safety switch (lss) occurred on this right ventricular (rv) lead due to high pacing impedance out-of-range of over 3000 ohms. Noise and oversensing were noted, without evidence of pacing inhibition. Technical services recommended troubleshooting and programming adjustments. It was stated that the patient is leaving his hometown for a month, so troubleshooting will be done sooner to determine any lead problem. Attempts to obtain additional information were unsuccessful. Eventually, this rv lead was found to be fractured and was programmed to unipolar in the meantime while revision was scheduled. However, the physician decided not to explant this lead as unipolar configuration turned out to be working appropriately for the patient. Both sensing and capture thresholds were adequate. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that a lead safety switch (lss) occurred on this right ventricular lead due to high pacing impedance out-of-range of over 3000 ohms. Noise and oversensing were noted, without evidence of pacing inhibition. Technical services recommended troubleshooting and programming adjustments. It was stated that the patient is leaving his hometown for a month, so troubleshooting will be done sooner to determine any lead problem. Attempts to obtain additional information were unsuccessful. This lead remains in service and no adverse patient effects were reported.